Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high blood glucose three days ago. The customer stated that he was connected, but he was not able to see the screen on the device. The customer stated that he pressed the buttons and the back light did not turn on. Troubleshooting was performed. The alarm history revealed off no power and motor error alarm. The customer stated that the nurse took the battery out and replaced. The insulin pump was able to rewind and prime; and the light came back on. No further information was provided.